Event description:
Additional information was received from the patient reporting they did not know of any circumstances that led to the intermittent loss of stimulation that turned off by itself. It was reported that no steps were taken to resolve this issue and the issue has not yet been resolved. No further complications were reported.

Event description:
Additional information received from the patient indicated that they just want to have their device removed. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that there was a loss of stimulation. The stimulation is intermittent and it goes for a while and then it turns itself off. This had started occurring about 4 weeks prior to the report, confirmed as 2017.

Event description:
Additional information was received from the patient reporting the patient's weight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.